Event description:
The facility reported a fail code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation: the customer's reported condition of fail code 810:11 was confirmed. A field corrective action has been initiated.